Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial impedance steadily increased from near 400 ohms in (B)(4) 2015 to greater than 1000 ohms, triggering atrial bipolar lead impedance warning on (B)(4) 2016. Concomitant medical products: 0155 boston scientific lead, implant date: unknown.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for impedance that had increased to above the set range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.